Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The guidewire was also returned. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right femoral vein. Before septal puncture and catheter insertion, when aspirating blood with a syringe from the side port, fine air bubbles intermittently entered. The sheath was removed, flushed with saline, and reinserted into the patient. However, fine air bubbles continued to enter. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure.